Event description:
The patient contacted animas on (B)(6) 2012, alleging that the pump began to alarm for "no prime", "no delivery" after being worn while swimming. The patient reported a call service alarm, but did not make note of which code it was. The patient stated that the display screen was blank after she disconnected from the pump. The patient reported seeing moisture in the cartridge compartment. The pump was reported to not have power, even after battery change. The patient reported that the battery cap and the cartridge cap were both secured tightly and that there was no damage to the keypad or the casing. The patient denied trauma to the pump. On examination, the patient reported visible moisture in the center of the display and stated that the display seal had been removed about two months prior. There was no reported adverse event associated with this complaint. This complaint is being reported because the allegation of power loss with moisture inside the pump remained unresolved.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the pump was returned for investigation with visible moisture in the display lens. On testing, the pump powered on normally. During testing, call service alarm occurred immediately when the pump powered on; the pump did not advance to the verify screen. The call service alarm was unable to be cleared and complete functionality testing was not able to be completed as a result. A leak test was performed and revealed a leak at the case seal. The pump cover was removed for investigation and revealed moisture inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.